Manufacturer narrative:
(B)(4). Concomitant medical products: 00598105701, provisional stemmed tibial component size 7, 61149870. 00598105702, provisional stemmed tibial component size 8, unknown. 00598309203, navigated mis qs knee software, 61043429. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02583, 0001822565-2018-02584, 0001822565-2018-02585.

Event description:
It was reported that the items were cracked and worn from repeated use. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: the reported event was confirmed as visual evaluation of returned product shows nicked, gouged and cuts. Additionally, the dimensional analysis conformed to be within specification. The device history record was reviewed and no anomalies / deviations were identified. The root cause of failure was determined to be wear and tear from use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.